Manufacturer narrative:
No further information provided. The manufacturer is closing the file on this event.

Event description:
It was later communicated that the system controller was not actually exchanged for this event as previously reported.

Event description:
It was communicated on (B)(6) 2021 that the patient had their system controller exchanged on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported issue, of a replace controller alarm, was confirmed in the submitted heartmate ii lvas log file. The customer submitted the patient log file for review noting low flow issues. Technical service reviewed the log file and replied to the customer noting a replace controller alarm message due to an lcd fault. The log file spanned approximately 45 days. There were multiple (four) lcd faults; one of the lcd faults resulted in the replace system controller alarm. All lcd faults resolved shortly after activating without intervention. The lcd fault with the controller replacement message resolved with the next recorded log file event. No actions on the customers part were needed. The customer replied to request for additional event information. The patient was asymptomatic and no products would be returned for evaluation. Although confirmed in the submitted log file, the root cause of the alarm was unable to be conclusively determined through this investigation. The system controller (sn:(B)(6)) was made per shop orders. The system was shipped to the customer on sep 24, 2015. The manufacturing date on the controller¿s packaging was sep 18, 2015; the use by date was jan 31, 2017. System controller alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate ii lvas patient handbook - alarms and troubleshooting; system controller fault alarm. The heartmate ii lvas patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had log files sent in for a string of low flow alarms on (B)(6) 2021. They occurred around 01:00 and the patient relayed that they did not hear any audible alarm. Technical services recorded the low flows and suspected that they were a patient related issue and not an equipment related issue. It was noted that the system controller should have alarmed so it was recommended that the patient clean their system controller's speaker holes for any dirt/debris. The speakers were not cleaned, but there were no issues with audible alarms in the clinic. There was also a transient yellow wrench "replace system controller" alarm on (B)(6) 2021 and was associated with an lcd-fault event which self-corrected. The patient had no symptoms or complaints and the low flow alarms resolved on their own. The patient returned home following the usual clinic follow-up.